Event description:
It was reported that stimulation was effective during testing in the or with an octopolar lead connected to an external neuro stimulator (ens). When the lead was connected to the implantable neurostimulator (with no extension), the stimulation was not effective anymore. The physician tried the following troubleshooting: inserting the lead in the other stimulator channel; the result was not effective. Cleaning the stimulator connector with hydrogen peroxide and sterile water; the stimulation still was not effective. Reconnecting the lead to the ens; the stimulation was effective! Connecting the lead to the extension; the stimulation was effective! The physician could not leave the extension connected because the stimulator pocket was already made, and the lead was tunneled. The extension did not completely fit into the stimulator pocket. Disconnecting the extension and reinserting the lead directly into the stimulator on the second chanel; the stimulation was not effective. Overtightening the setscrew using a hex wrench rather than the torsiometric wrench; the stimulation was now effective, except for one contact (perhaps due to overtightening the setscrew). The physician wanted to put the lead into the first channel again, but found it was overtightened. It was not possible to disconnect the lead from the stimulator. The implant procedure was completed leaving the lead in the second channel of the stimulator. The stimulator remained implanted.